Manufacturer narrative:
Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. A search of our quality management system database returned no other event of infection reported for any device in this same sterilization lot.

Manufacturer narrative:
Device not returned. It remains unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, no additional information has been made available after attempts to contact the health care provider. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that an aortic pericardial valve, implanted approximately eight (8) months, was explanted and replaced with a 21mm edwards magna ease valve. No additional information has been made available.

Event description:
Through follow up with the health care provider, it was learned this device was explanted due to endocarditis. The source and type of infection were not provided. However, the surgeon indicated this was not device related and the valve is not available for return and evaluation due to the infection.